Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via a (B)(6) transmission. It was discovered that the patient's implantable cardioverter defibrillator (ICD) was post-paced t-wave oversensing. Programming changes were recommended but not made at the time. There were no patient consequences.